Manufacturer narrative:
Date of death is approximated to one month post procedure. (B)(6).

Event description:
It was reported that a pericardial effusion, cardiac tamponade and death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. When the access system was advanced to the distal end of the laa, a pericardial effusion occurred; however, it was not noticed at that time. After device deployment, the patient's blood pressure decreased and the pericardial effusion was noted under radiography at that time. The closure device was not implanted. A pericardiocentesis was performed to extract the effusion, but the leakage was too fast which caused tamponade. A surgeon was notified for rescue efforts and the patient had normal vital signs. It took the surgeon a long time to come, so persistent pericardial effusion caused damage to the heart. The patient was sent to the intensive care unit (ICU) for observation and treatment. About one month post procedure, the patient died.